Manufacturer narrative:
(B)(4). On an unreported date, the patient's catheter was removed and the patient switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (dose and frequency not reported) intravenously (IV) and intraperitoneally in the pd bag for peritonitis. During the hospitalization, peritoneal dialysis (pd) therapy was discontinued. The patient was discharged from the hospital eight days after they were admitted. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.